Event description:
It was reported that the pulse generator was in backup vvi mode. ECG showed pacing spikes but without capture. The device image revealed a dramatic decrease in battery voltage due to a constant high current drain. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found the pulse generator in backup mode. The battery was prematurely depleted due to high current drain in the radiofrequency (rf) module. The rf module was analyzed further and tested normal.